Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the noise prevent insufflation? Unknown. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? 10l/min. Were you able to identify where the leak was coming from? Unknown. Was a device inserted in the trocar during the leaking? If so, what device? No. This event occurred while no instruments were being inserted. Was any torque being applied to the trocar or device? No information. The analysis results of the device (a) found that it was received with cap separated from the sleeve, the stopcock valve broken and detached from the housing and with the obturator broken at cannula assembly area. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with cap separated from the sleeve and with the obturator broken at cannula assembly area. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9lr82 expiration date: 11/2015 manufacturing date: 12/2010 (B)(4) sleeve, obturador.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, boo sound was heard and abdominal air leaked. The boo sound kept being heard from the beginning of the operation and did not stop. The device was used as-is to complete the case. There were no adverse consequences for the patient.